Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident is unknown; however, she mentioned that her blood glucose remains in an average range. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.